Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and would not work. Technical support advised a power cycle and the issue was resolved on reboot. The programmer remains in use. No patient complications have been reported as a result of this event.